Event description:
It was reported a spectrum pump had a "close door failure". It was also reported there was no patient incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "close door failure" was reproduced as a "door not fully latched" alarm, confirming the customer's allegation. Evaluation found the force required to secure the door was above expected levels due to a back out mechanical screw. The mechanical screws were replaced during the repair process.